Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Customer declined further troubleshooting, therefore no additional information was obtained.